Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous or incorrect results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the camera, gripper, and syringe. The fe sent the provue log files to second level support to review. The log files were good as per second level support. The customer ran and accepted qc. The instrument is operating as expected. No repairs needed. (B)(4).